Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the curved tip stapler (cts) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for evaluation and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a blue stapler reload became detached from the cts instrument and fell inside the patient. The blue stapler reload was retrieved and no additional surgical intervention was required. However, unintended component(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the blue stapler reload to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a stapler sheath was installed on the curved tip stapler (cts) instrument and a blue stapler reload was seated properly in the cts instrument. The cts instrument was then inserted into the trocar and the robot went through calibration. During calibration, there was a grinding noise, but the system still accepted the blue stapler reload after it verified the color of the reload. The system re-calibrated and then the cts instrument was advanced into the patient. When the doctor opened the cts instrument, the seated blue stapler reload "hopped" off the cts instrument and fell inside the patient's chest cavity. The customer removed the blue stapler reload with a laparoscopic instrument. The customer used a new cts instrument with a new stapler reload to continue with the procedure. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event:the cts instrument and reload were inspected prior to use. The cts instrument was inserted into the patient and as soon as the surgeon opened the cts instrument jaws, the reload popped out of the cts instrument and fell inside the patient. The reload was visually located and retrieved during the same procedure with a laparoscopic grasper instrument. There was no additional surgical procedure required to remove the reload. The cts instrument did not collide with any other instruments or other hard material during the surgical procedure. The cts instrument was not removed prior to the issue. Upon the final removal of the cts instrument, the wrist was straightened, there was no resistance through the cannula, and there was no damage to the cts instrument. The site will return the cts instrument to isi for evaluation. The customer confirmed there was no injury to the patient.

Manufacturer narrative:
Corrected information can be found in section d. Additional information can be found in the following sections: b5, g4, g5, g7, h2, h8, and h10. The product information in section d was updated to reflect the endowrist stapler 45 blue reload as the primary product related to this event. 67, 12 ¿ the endowrist stapler 45 blue reload used during this event has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. The curved tip stapler (cts) instrument used with the endowrist stapler 45 blue reload was returned to isi for evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The cts instrument was tested with a blue reload and it initialized, clamped, fired, and unclamped without any issues. During testing there were no unusual sounds while the cts instrument was calibrating nor during clamping and firing. The cts instrument was found to have reload recognition failures based on a log review, but the issue was not replicated through in-house testing. This complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that an endowrist stapler 45 blue reload became detached from the cts instrument and fell inside the patient. The endowrist stapler 45 blue reload was retrieved and no additional surgical intervention was required. However, unintended component(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the endowrist stapler 45 blue reload to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a stapler sheath was installed on the curved tip stapler (cts) instrument and a blue stapler reload was seated properly in the cts instrument. The cts instrument was then inserted into the trocar and the robot went through calibration. During calibration, there was a grinding noise, but the system still accepted the blue stapler reload after it verified the color of the reload. The system re-calibrated and then the cts instrument was advanced into the patient. When the doctor opened the cts instrument, the seated blue stapler reload "hopped" off the cts instrument and fell inside the patient's chest cavity. The customer removed the blue stapler reload with a laparoscopic instrument. The customer used a new cts instrument with a new stapler reload to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the cts instrument and reload were inspected prior to use. The cts instrument was inserted into the patient and as soon as the surgeon opened the cts instrument jaws, the reload popped out of the cts instrument and fell inside the patient. The reload was visually located and retrieved during the same procedure with a laparoscopic grasper instrument. There was no additional surgical procedure required to remove the reload. The cts instrument did not collide with any other instruments or other hard material during the surgical procedure. The cts instrument was not removed prior to the issue. Upon the final removal of the cts instrument, the wrist was straightened, there was no resistance through the cannula, and there was no damage to the cts instrument. The site will return the cts instrument to isi for evaluation. The customer confirmed there was no injury to the patient. The involved blue stapler reload was discarded. The customer was not able to provide information about the patient's medical history nor the patient demographic information.